Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that additional high shock impedance measurements were observed. Boston scientific technical services (ts) still suspects emi as the cause/source.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected one out of range high shock impedance measurement on the associated right ventricular (rv) lead. There was no evidence of noise or oversensing. Boston scientific technical services (ts) suspects electromagnetic interference (emi) as the cause of the measurements. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicates that surgical intervention was performed and the device and rv lead were explanted and will be returned for analysis.